Event description:
It was reported that the customer's blood glucose rose to 416 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings adn history were correct with no significant findings noted. The high pressure test was performed and passed. Upon removal of the infusion set, the cannula was neither bent nor occluded. The insertion site was not sore or irritated. The customer was advised the insulin pump was working as designed and to change the entire set, reservoir and insulin to treat. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.